Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, during left atrial appendage closure (laac) procedure. A versacross connect kit was selected for use with watchman access system. Once the devices were flushed in a proper manner, the transseptal devices were inserted into the body. The physician tried to advance the mechanical guidewire through versacross connect dilator and was unable to advance and or retract the wire. It was stuck at the distal portion of the dilator. After attempting a few adjustments, the devices were removed from the patient. It appeared to not retain its shape when pulled from the body. To resolve the issue, a new versacross connect kit kit was opened. And the procedure was completed successfully. No patient complications occurred. No issue was noted with the versacross rf wire component. The device is not expected to be returned for analysis, due to contamination.